Event description:
It was reported that during a radical prostatectomy, the clips were scissoring. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.